Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced hyperglycemia of up to 500 mg/dl from (B)(6) 2013, and father believes the insulin delivery of the infusion device is too low. Patient had started her menstrual cycle and treated hyperglycemia with an insulin pen. She switched to her backup infusion device on (B)(6) 2013, and her blood glucose levels improved. She did not require treatment from a healthcare representative or second party to address the issue. The infusion device was requested for evaluation.